Event description:
During an embolization of a small pericallosal wide neck aneurysm, the subject device was less than ideal and was not stable enough to hold some small gdc 10-ultrasoft sr coils without some deformation of the basket and encroachment on the neck. Neck thrombus occurred, requiring ia tpa and escaped without incident, but with an incomplete coiling. Probably should have started with a stiffer 3d, but hindsight is always 20/20. The patient was reported in stable condition.

Manufacturer narrative:
The subject device is not available for evaluation because it was implanted in the patient. The manufacturer has requested additional information in regards to the lot number of the subject device, in order to perform a review of the manufacturing records.